Manufacturer narrative:
Imdrf annex e code health effect ¿ clinical code: (B)(4). Imdrf annex f code health effect ¿ impact code: (B)(4). Imdrf annex a code medical device problem code: (B)(4). Pr 4404957 initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: 270715 batch no: unknown. [Sap lookup - lot 1111394 belong to 932516]. It was reported that customer found hair in chloraprep package. Verbatim: ip- 270715-lot 1111394 -external ref# (B)(4) -hair in chloraprep package.

Manufacturer narrative:
A photograph was received for analysis showing hair inside original unopened 10.5ml package confirming the failure mode. The hair originates from an operator. The manufacturing process has certain manual processes that may result in hair on the product. The procedures / process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. This product was manufactured in january 2021. No further action will be taken based on a negative trend is not observed at this time. We will continue to track and trend for this defect. H3 other text : see remark section.

Event description:
Material no: 270715, batch no: unknown [sap lookup - lot 1111394 belong to 932516] it was reported that customer found hair in chloraprep package. Verbatim: ip- 270715-lot 1111394 -external ref# (B)(4) -hair in chloraprep package.